Event description:
The rongeur experienced severe sticking of the handle. Reports that while trying to release the handle, the sticking caused the surgeon to penetrate the dura with the distal end of the instrument, causing a tear in the patient's dura. The dura was repaired with a patch during the procedure, however, the patient complained of headaches the following week and it was determined that spinal fluid was leaking from the dura tear. The surgeon again repaired the dura.